Event description:
During a peripheral artery procedure, the nc ranger balloon had a pin hole leak. The lesion being treated was in the peroneal artery. It is noted that this is an off label use. After inflation of the balloon, the physician noted that the balloon was leaking. The number of inflations and to what atms is unk. Upon removal of the balloon, a pin hole leak was noted. No pt injuries or complications were reported. Pt status is listed as "okay".